Manufacturer narrative:
It was reported that as the surgeon was using the tip of the device as a "tool" to push away tissue after it was cut; the tip of the device was bent over and the plastic coating below the tip started to peel away. A new device was opened and the same thing occurred with the bending and plastic coating peeling back. Tip also became loose. Use of the device was discontinued. No patient injury occurred. The facility returned the devices to the manufacturer for evaluation. Once an investigation has been performed, a follow-up report will be submitted.

Event description:
It was reported that when the blade of the device was bent, the plastic coating below the tip started to peel away from the device. When a new device was used, the same thing occurred when the blade was bent back. This MDR is for device #1.